Event description:
The customer reported via phone call that the insulin pump alarmed change battery. Customer is using the recommended battery type. Customer stated that the alarm occurred less than 10 hours from the low battery alert. The battery cap is not damaged. Customer was advised to insert a new battery; alarm occurred a second time. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating current. No unexpected replace battery now during our testing. However, the insulin pump was returned for low battery alarm. The insulin pump was reset before error occurred. Detailed trace confirmed the pump low battery alarm that the root cause is the non-sleep anomaly software error. The insulin pump had minor scratched lcd window, cracked battery tube threads and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.